Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that clinicians were pacing an (B)(6), female patient for over 13 hours due to a third degree heart block. After removing the pacing electrodes, the clinicians observed severe burns on the patient's chest. Complainant indicated that the patient subsequently expired, however it was not related to the reported malfunction.